Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged cancer. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer observed the following from an external and internal inspection: an unknown contaminant was observed on the keypad, top enclosure, and iso port. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, iso port, bottom enclosure, inside the inlet of the blower box, blower box cap, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the iso port, bottom enclosure, blower box cap, inside the inlet of the blower box, blower, on the blower, blower seal, and blower box. Hair-like particles were observed on the front panel. The top enclosure screws were observed to be missing. The p4 dc power jack was observed to have rust/corrosion on it, likely due to liquid ingress to it. Inv1023 addresses the issue of liquid ingress to the p4. The brass nut on the blower was observed to have corrosion on it, likely due to liquid ingress. The blower box foam was observed to have white dust-like contaminant throughout it.pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4) (v01). There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The product investigation laboratory concludes, was not able to confirm the complaint or address the symptoms specified. In box e: initial reporter (rfb) details and in box g: report other has been updated.